Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158."

Event description:
It was reported that the patient had been to the emergency room at (B)(6) clinic (medical provider¿s name was unspecified) on (B)(6) 2025 with dehydration and hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod for between 25 and 36 hours. The patient tried to treat the high blood glucose on their own with correction boluses and insulin pen injections, but it did not appear to work so they went to the emergency room. The patient had removed the pod but was unsure if this was before or after going to the emergency room. Symptoms reported include hyperglycemia, dehydration, dizziness, vomiting, apathic, and feeling of temperature fluctuations to hot and cold. The patient was diagnosed with hyperglycemia and treated with two unspecified intravenous injections. The patient was discharged the next day. The patient resides in switzerland but was travelling in the UK at the time of the event.